Manufacturer narrative:
The investigation has determined that higher than expected sodium (na+) results were obtained from a non-vitros biorad quality control fluid using vitros chemistry products na+ slides lot 4236-1061-1167 on a vitros 5600 integrated system. The assignable cause of the event is a suboptimal calibration caused by an instrument related issue. The parameters of the calibration were atypical compared to the database values. Additionally, the results of a vitros na+ diagnostic precision test were not within ortho acceptable guidelines. An ortho field engineer visited the site and performed service actions on the instrument which included adjustments to the pm ring and cleaning the pm ring and hotplate. A post service vitros na+ diagnostic precision test yielded results within ortho acceptable guidelines. Following service actions and a calibration using an alternate vitros na+ reagent lot, vitros pv results were within expectations indicating acceptable vitros 5600 system performance in combination with vitros na+. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4236-1061-1167. Email address for contact office is: (B)(6).

Event description:
The investigation has determined that higher than expected sodium (na+) results were obtained from a non-vitros biorad quality control fluid using vitros chemistry products na+ slides lot 4236-1061-1167 on a vitros 5600 integrated system. Biorad lot 56960 level 1 results of 135.3, 135.2 and 135.6 mmol/l vs the expected result of 126.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from a quality control fluid and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).